Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's mother stated they have tried changing out their infusion set, but the alarm was recurring. The mother could not troubleshoot for the no delivery alarm because the customer was at school. Customer's blood glucose was unknown. The mother was advised to call back to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.